Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. As received, the cable connecting the pulse wire was broken from the solder connection inside the rear therapy electrode. The cause of the non-functional therapy electrodes is the damaged wire. The root cause of the damaged wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.